Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed no anomaly found. Stimulator was functionally okay. The setscrew grommet was partially loose. It was also noted there was material in the connector. Insulation coating was scratched and titanium can was scratched. It was noted there was good stable output that matched the programmed values. Normal impedances were observed indicating no leakage paths through the grommets or lead insulation. Final analysis of both leads revealed no significant anomaly. The lead body outer insulation was twisted. The returned leads were wrapped tightly around each other indicating that likely the stimulator was being rotated in the pocket which would eventually contribute to a migration or disturb the position of the electrode in the tissue. It was noted continuity was acceptable and the proximal and distal end were intact and undamaged. It was noted the outer insulation was intact. The insulation of the returned leads were tested as a system in conjunction with the grommet leakage from the stimulator with the returned leads still attached. Normal impedances were observed indicating that there were no leakage paths in the insulation of the lead.

Event description:
It was reported the device and leads were removed due to shocking sensation. It was noted there was a possible yeast infection at the pocket site. It was also noted the health care provider reported the leads were not attached to the stomach. The device was replaced.